Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. Replacing the battery cap did not resolve the issue. The customer received the battery out limit alarm that morning and the screen was blank. The battery cap did not screw in properly. When the battery cap was screwed in all the way, the screen went blank. Customer's blood glucose level was 193 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no blank display noted. A battery was inserted several times and all operating currents were within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. The insulin pump was monitored for 24 hours with multiple basal rates. No damage inside the insulin pump noted. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.